Manufacturer narrative:
Approximate age of device: 4 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. The patient experienced a driveline fault alarm. On (B)(6) 2014, troubleshooting was performed in the clinic where the driveline fault alarm was cleared and had not returned for 30 minutes. The patient reportedly left against medical advice before the full troubleshooting sequence was completed. On (B)(6) 2014, the patient was found expired at home by his daughter. Both of the patient¿s system controllers were nearby; however, neither controller was connected to the driveline. It was reported that the internal battery of his power module had died about a day or two earlier; a screwdriver was found near him and it was thought that he had just finished fixing the power module. It was verified that the power module was plugged in with both green lights on and it was not alarming. The vad coordinator reported that the patient had received all training. When the patient was found, the system controller showed it had been alarming for 188 minutes. No equipment will be returning for investigation as it was not returned to the implanting center.